Manufacturer narrative:
Analysis inspected one opened and used sensor and performed a visual inspection and found the introducer needle bent which make difficult to remove. Insulin pump was unable to confirm customer received needle damage due to customer returning the product opened and used.

Event description:
Customer reported that her most recent blood glucose level was 422 mg/dl at the time of the call. Customer stated that this high blood glucose level was due to her insulin pump running out of insulin during the night. Customer reported having a sensor that would not fully insert. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.